Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient turned off the (B)(6), closed out of the g5 application, turned the (B)(6) back on and reopened the g5 application. Patient started getting data. At the time of contact, no injury or medical intervention was reported. Product data was reviewed on (B)(6) 2015. The customer complaint of loss of connection was confirmed. A root cause could not be determined.